Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/16/2025. An investigation was conducted on 07/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire. The clear silicone insulation on both the hot and cold jaws were observed to be intact. The jaws of the device were observed to be bent but due to the user " the user break apart the jaws to see if this object may have come from them" and wasn't during the procedure. No visual defects were observed. A piece of unknown material was also returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was not confirmed. A manufacturing engineering evaluation was conducted. The complaint device showed signs of clinical use. The reported failure of "peeled shaft" was not confirmed. During the evaluation of the device, it was observed that there was no damage to the flex shaft, shrink tubing, or jaws. The "objects" returned with the device were not black but clear in color. These "objects" did not emanate from the tool as evidenced by there being no damage to the tool. Based on the manufacturing engineering evaluation, the reported failure "peeled; delaminated; shaft' was not confirmed. The lot # 3000482449 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during saphenous vein harvesting when advancing the c-ring out of the device, something black fell into tunnel". The object was retrieved; it was retrieved by using the jaws of the hemopro. A 2nd smaller piece was found and removed, tunnel examined and no other foreign objects noted. End user visited and stated that she had moved the c-ring in and out a few times trying to place on vein then she saw "something black fell into view of tunnel". Device was removed and a new hemopro was used to finish the procedure. The object was saved and pictures taken and available for return. Upon removal of device a team member examined the device and jaws. She did break apart the jaws to see if this object may have come from them, please note that the jaws were not broken during procedural use. There was no patient injury. There was a minimal delay to retrieve object and open a new hemopro kit. No medical follow up needed. Per the photos it shows a round black object. No additional incisions or procedures were required.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.